Event description:
It was reported the devices were used during a laparoscopic ovarian cystectomy procedure. The first device had malformed clips (scissored, but did not cut the vessels). The second device was spitting clips (the clips did not fall into the pt). There was no pt consequence.